Manufacturer narrative:
Customer evaluated device.

Event description:
A call center ticket was logged with the following text "failure error in the pacer mode". No adverse patient impact was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.